Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. During a routine follow up, computed tomography (CT) scan showed a potential type 3b endoleak, the patient was asymptomatic. On (B)(6) 2016 the physician elected to implant an additional bifurcated stent to seal the endoleak. The physician was not able to confirm a tear in the material and describe the graft material as billowing near the bifurcation. The patient is stable.